Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the left anterior descending (lad) artery. The 3.50 x 12 mm rx xience alpine stent delivery system (sds) was advanced to the target lesion however after inflating the balloon to 12 atmospheres, the stent did not deploy. The sds was removed and the procedure completed using another stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing analysis was performed on the returned device. The reported activation failure could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported activation failure could not be determined. It was reported that the stent delivery system (sds) was advanced to the target lesion; however, the balloon did not inflate, and the stent did not deploy. Analysis of the returned device could not confirm the reported activation failure. The sds was inflated to the reported pressure and the rated burst pressure; the stent deployed and balloon-maintained pressure. Factors that may contribute to activation failure include, but are not limited to, inability/difficult to inflate, inflation technique, contrast concentration, loose connection with inflation device, contamination in the inflation lumen or damage to the guide wire exit notch or inflation lumen. In this case, a conclusive cause for the reported activation failure could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.